Event description:
It was reported that the ilet lost connection to a dexcom g7 sensor, resulting in intermittent communication between the cgm and the pump; the user toggled cgm settings from g6 to g7, attempted to re-pair the sensor, and was advised to allow time for reconnection, consistent with a communication issue associated with the electrical/magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite the reported intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that no problem was detected.